Manufacturer narrative:
The pump was received with cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corners, and minor scratches on the display window. The test reservoir did not stay locked in place due to the reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 113 mg/dl. Customer stated that plastic is missing at the top of reservoir compartment. Customer is not sure how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.